Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse duplicated the customer event and replaced the user interface module (uim). The fse performed the operational verification procedure testing of the device, which the device passed. At this time, the suspect uim has been issued a return good authorization (rga) and the evaluation will be included in a follow-up report.

Event description:
The customer reported a unresponsive display screen on their avea ventilator on power up. The customer stated that there was no patient involvement.

Manufacturer narrative:
The vyaire failure analysis (fa) group received the suspect user interface module (uim) for investigation. The fa group performed power cycle on routines in the user mode, uim functionality testing, and the touch screen calibration, in which the device passed all testing. The reported issue could not be duplicated in the laboratory setting. No component failure was identified therefore no root cause could be determined.